Event description:
It was reported that prior to use the stylets sterile barrier was breached. It was noted that a container with a bag of ice was inad vertently left near stylets and ice seeped into the stylet packaging. It was noted that water insulation was found in stylet packaging. The stylets were attempted/not used. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 6057-58 (va2t192); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-58 (va3116x); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-52 (va31b0m); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-52 (va2j93d); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-52 (va31gww); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-65 (va32123); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6057-65 (va2lhqc); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6082-45 (va2t5td); product type: 0284-stylet; implant date n/a; explant date n/a product ID 6082-52 (va2tq0y); product type: 0284-stylet; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.